Event description:
It was reported this tracheobronchial stent was successfully placed in the carotid artery with a portion of the stent extending into the common carotid artery. Following placement, while the pt was in the recovery room, the pt had a stroke and subsequently expired. Fluoroscopic examination revealed the stent had migrated into the common carotid artery. This device was destroyed by the user facility. Therefore, no failure analysis is available. This device was used in a non-indicated procedure, carotid artery stent placement. The co believes user technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "the wallstent tracheobronchial endoprosthesis is indicated for the use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted." Contraindications include: "use of the device in very small bronchials which could impede catheter removal."